Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardiac monitor (icm) had no bluetooth (ble) telemetry and inappropriately reset. The icm was successfully reprogrammed. There were no consequences to the patient.

Manufacturer narrative:
The reported event of an inability to perform device checks was confirmed. The patient was interrogated in clinic and the device displayed an error for ¿device reset occurred¿. Ts performed a reset recovery procedure and the rtc had corrected itself during this reset recovery procedure. A subsequent procedure was inadvertently performed to correct the rtc, resulting in the rtc to be set incorrectly.